Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "starter hole is off center. The end user stated ¿he has used these wafers and it hasn't caused him any issues.¿ he further reports "it is more difficult to mold to the correct size and he does not feel as secure." A photograph depicting the reported complaint issue was provided by the complainant. The end user was unable to provide the number of affected products.